Manufacturer narrative:
510(k): k192697. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all instinct plus endoscopic clipping devices are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic clipping procedure, the physician used a cook instinct plus endoscopic clipping device. The clip fell off after deployment. The additional information provided noted the clip fell off in the unknown position, but it also noted the problem occurred after the clip was deployed onto the tissue (closed position). Clip fell off ¿after deployment¿ is descriptive of the clip falling off the tissue after deployment. An unintended section of the device did not remain in the patient's body. The patient did not require additional procedures due to this occurrence. According to the initial reporter, there were no adverse effects due to this occurrence.